Event description:
It was reported that, "we implanted a meridian tmzf #3 stem, a 28 l-fit +0 head, and a 45mm bipolar head. They closed the pt and took post op films while the pt was still unconscious/under anesthesia. The x-ray revealed that the hip stem was incorrectly positioned, it was over antiverted. The surgeon decided to go back in and removed the tmzf meridian stem. He rebroached the canal in the correct orientation and reimplanted a #1 tmzf meridian stem."

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded by the hospital. If add'l info is provided, the eval results will be submitted in a supplemental report.